Event description:
The customer reported the ventilator will not power up when turned on. The customer reported there was no patient involvement.

Manufacturer narrative:
The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The sensor board was tested and no failures were identified.